Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cloudy lens that was implanted during an intraocular lens (iol) implant procedure in 2002. The lens was removed.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned wrapped in surgical gauzes. Solution is on the lens. The lens was cleaned with lphse for further evaluation. No haptic or optic damage was observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. No problem was found. The optic was clear. The lens does not look "opaque". There is no lens damage observed. A power and resolution test was conducted. The focal length and resolution were within specifications. The manufacturer internal reference number is: (B)(4).